Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began at 8:50 p.m., on (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿131 mg/dl¿ with the subject meter which she felt was high compared to her feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with self-adjusted insulin (unspecified type) and stated that in response to the alleged elevated readings, she immediately increased her usual dose of insulin from 6 units to 10 units. The patient reported that 6 hours and 40 minutes after the alleged inaccuracy issue began, she developed symptoms of ¿hypoglycemia and was sweating a lot.¿ the patient advised that at 3:30 a.m., on (B)(6) 2017, she ate a cereal bar to feel better. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr also noted that the subject test strip vial had been stored improperly or open beyond its discard date. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.